Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a persistent restart/alert 65 related to the audio system despite user-initiated restarts, and a replacement device was provided with instructions for return of the original. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included product replacement and continued device use without reported medical intervention or hospitalization. Investigation included customer troubleshooting and education by support personnel and the collection of the device for further assessment. Investigation of the returned device revealed an audio alarm malfunction consistent with audio over/under current affecting audibility, aligning with an alarm restart malfunction of the audio component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the audio subsystem.